Event description:
The user experienced intermittent erratic and "unbelievable" sodium results and repeated testing on the other ise module of the same analyzer. Of the data provided, the results for two patient samples were discrepant. All results are in mmol/l. Sample 1 original result "was around 200" and "repeated normal". Sample 2 original result was "178 and repeated normal". The user provided their normal range of 133-145 mmol/l. None of the original results were reported and no adverse effects to patients were noted. The lot number of the sodium electrode was not provided. The field service representative determined there was a problem with the ise vacuum nozzle. He cleaned crystallization from the outer edges of the ise mixing vessel and adjusted the vacuum nozzle. To verify the analyzer operation, the user ran calibration, controls and precision testing with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.